Manufacturer narrative:
Device has been evaluated but the components will not be replaced due to the device being scrapped.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the "service required" alarm condition was found to be due to a failure of the mt5 pressure transducer on the device's sensor board.